Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of the mpu is not working was confirmed during analysis. The evaluation of the returned the mobile power unit serial number (B)(6) revealed a compromised/damaged power supply pcb components. As a result the unit was not able to supply power. A specific root cause for the damaged components was not able to be determined during the evaluation. Abbott initiated a corrective and preventive action to improve training for avoidance of activities that can generate excessive esd levels. The device history record was reviewed and the record revealed the mpu was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment heartmate 3 lvas instructions for use: the patient care and management section warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Heartmate 3 lvas patient handbook: section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 of this IFU include electrostatic discharge. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Investigation summary: the reported event of the mpu is not working was confirmed during analysis. The evaluation of the returned the mobile power unit revealed a compromised/damaged power supply pcb components. As a result the unit was not able to supply power. A specific root cause for the damaged components was not able to be determined during the evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that one day post discharge the patient experienced no power to their mobile power unit (mpu) after 10 minutes of use. The patient was able to run on mpu for 1 day in the hospital prior to discharge. There was no interruption to lvad support. The patient remained on batteries until a replacement mpu could be provided. The patient was asymptomatic with no patient impact reported. On (B)(6) 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.